Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that many bd luer-lok¿ syringe was found to have multiple defects, including ¿contamination, damage, mis-aligned gasket, defective print¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: a bag contained four loose 3ml syringes was received, reported to be from batch # 7268860 (p/n 301073). The samples were visually evaluated. All syringes were observed to have missing print. Two were found with most of the numerical markings missing and two were missing more than half of grad lines. The missing print observed is rejectable per product specification. No damage or other defect was observed on the samples. Product defect for scale marking issue confirmed based on sample evaluation. DHR review for batch 7268860 (p/n 301073): manufacturing dates: 11/10/2017 to 11/12/2017. Batch quantity was (B)(4). Printing records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7268860 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause and CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.